Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 18oct2024, there was no patient involvement. Per follow up information received via mail on 20nov2024, circulation and mixing pumps were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt in the field. (Arctic sun 5000) alert 02 low flow was found during the evaluation. Mixing pump was found to be damaged. Mixing pump was replaced. New calibration, est and water replacement were performed. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via mail on 20nov2024, circulation and mixing pumps were replaced.